Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If the device will send in for investigation and a technical investigation report is available, a follow-up will created. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "prolongation of treatment/under infusion." Customer information: infusion rate was set 100ml/h. However, the infusion took more than an hour. After this 100ml of saline was programmed to drip per hour 100ml/h. After the drug infusion, the patient told that it took about 1.5 hours.